Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141-2021-02349 was submitted and it subsequently discovered that this was a duplicate submission and event was already reported under MFR report number 0002023141-2021-02089. Please disregard MFR report number 0002023141-2021-02349 submission. No further reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that patient had immediate implant placed. Had good healing at follow up appointment with closure, came for 2nd stage with suppuration and bone loss. Implant at tooth location # 11 was removed and the area was grafted due to infection and bone loss. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: infection and bone loss.